Manufacturer narrative:
Batch review performed on 05-sept-2025: lot 2106797: (B)(4) items manufactured and released on 15-12-2021 expiration date: 2026-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 years from primary patient was revised due to baseplate loosening. All implants were revised except for the diaphysis, and custom glenoid implant was implanted. No bone graft usage reported in primary.

Manufacturer narrative:
Visual inspection performed by r&d department: the reverse liner did not present any sign of wear, the articular surface was smooth with just a small (about 0.5mm) round notch. The humeral reverse metaphysis, apart from body fluids residuals, did not present any sign of usage, no scratches or wear: the ha coating was darkened with some traces of biological tissues. The glenosphere articular surface did not present any scratch or sign of wear. The morse taper cone presented only some body fluid residuals, but no scratches or sign of wear. The grs baseplate coating was heavily discolored, with major traces of body tissues. The microthread on the morse taper intetrface was intact, but the overall taper presented some major sign of usage: one portion presented major scratches (possibly caused during the revision and extraction), and one portion looked like slightly hammered, but the root cause of this cannot be clearly identified. The polyaxial screws were intact and did not present any sign of deformation on the thread. However, only one of the four screws reamined well fixed in its seat inside the grs baseplate. Two other screws were completely separated from the baseplate, while one cannot be removed, but was free to rotate. It seemed that the cocr inner screw of the three free to move polyaxial screws was not fully tightened. In conclusion, no root cause could be identified for the mobilization.